Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was inserted into the abdominal wall and it bent. The bend is about three quarters of an inch from where the stability threads start. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Damaged obturator. Evaluation summary: the analysis results found that the device was returned with the obturator inserted through the sleeve and it was bent. Although no conclusion could be reached based on the analysis results as to what may have caused the damage found, a potential cause is application of an excessive force to the obturator-sleeve assembly during the placement of the device. A batch record review was performed and no anomalies were found during the manufacturing process.